Event description:
Clinical study. Same case as 6000089-2005-01583. It was reported that 1 day after a coronary artery drug eluting stenting procedure the patient expired. Target lesion 1 was located in the mid left anterior descending (mid lad) with 70% stenosis and was 15mm long with a reference vessel diameter of 2.8mm. Target lesion 1 was treated with predilatation and placement of a taxus express2 8.8% 3.0x20mm drug eluting stent, with 0% residual stenosis. Target lesion 2 was located in the proximal left anterior descending (prox lad) with 99% stenosis and was 16mm long with a reference vessel diameter of 3.4mm. Target lesion 2 was treated with predilation and placement of a taxus express2 8.8% 3.5x20mm drug eluting stent, with 10% residual stenosis following post-dilatation. The patient was also treated with IV metropol during the procedure for hypertension and mild chest discomfort thought to be due to occlusion of the tiny 1st diagonal at the site of the more proximally placed stent. The patient was transferred to the recovery room before being admitted to the cardiac floor. Post procedure, the patient developed pain in her left arm which ws treated with an (unspecified) oral analgesic. There is no information about post procedure use of antiplatelet therapy. The patient ambulated to the bathroom the next day, returned to bed, and subsequently requested that her husband call for nursing assistance. Pulseless electrical activity was noted on the cardiac monitor resuscitation measures were initiated but proved to be unsuccessful. The patient expired. An autopsy was not performed, in the opinion of the physician, the cause of death was "probable abrupt thrombosis of the left anterior descending tandem stents," and it is unknown if the target vessel(s) were involved.